Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was removed, the nose cone caused the valve to dislodge aortic. Subsequently, the valve was snared to the ascending aorta. A second transcatheter valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-29us, serial#: (B)(4), ubd: 28-jan-2024, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Additional information was received that snaring the valve caused the aortic dissection. Two days following valve implant, the valves were explanted and the dissection was repaired. No adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was reported that per the physician, the valve dislodgment was not necessarily because of the dcs being removed. The nose cone interaction was assumed but not confirmed. Following the valve implant procedure, electrocardiogram (ECG) showed first degree atrio-ventricular block (avb). Echocardiogram showed the second valve as well seated with minimal paravalvular leak (pvl) and a mean gradient of 9-millimeters of mercury (mmhg). The patient was discharged the same day as the implant procedure. Two days following the valve implant procedure, the patient was readmitted to the hospital for chest pain and hypoxemia, and febrile. A type a aortic dissection was identified. Diagnostics identified low lung volumes, mild interstitial edema and a normal functioning aortic valve. An ascending and hemiarch replacement was performed for the dissection. It was reported that the clinical indication for the surgical intervention was the displacement of the first valve. Medication was administered for the lbbb. Three days following the implant procedure a right auxiliary cutdown was required. No additional adverse patient effects were reported. G2. H6. Additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that the aortic dissection event was reported as resolving. The dissection was reported as unrelated to the delivery catheter system (dcs) and causal to the valve. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated h6 - eval code method for the discarded valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: additional annex g code to have been included on initial regulatory report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(6), ubd: 11-feb-2024, UDI#: (B)(4) additional information was reported that as the nose cone was being pulled out, premature ventricular contraction (pvc) occurred. The pvc caused the nose cone come into contact with the valve and dislodge the valve. Two days following the implant of the two valves, ECG showed the lbbb. ¿pi¿ remained to monitor the patient. A right axillary cutdown was performed to fix the aortic dissection, and the two transcatheter bioprosthetic valves were explanted and replaced with a non-medtronic surgical valve. No additional adverse patient effects were reported. Updated data: a1 - patient identifier; d10, h6 - annex e, annex f, annex g and method codes for the valves corrected data: d6b medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID d-evprop2329us; product lot/serial number (B)(6); product type: delivery system; implant date n/a; explant date n/a product ID l-evprop2329us; product lot/serial number (B)(6); product type: loading system; implant date n/a; explant date n/a product ID unknown snare; product lot/serial number unknown; product type: snare; implant date n/a; explant date n/a updated data: b5, d10, h6 h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. This report was submitted as part of a retrospective review and remediation per d00916038. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that two days following the valve implant procedure, atrial fibrillation was identified. An anti -arrhythmic medication was bolused and titrated, and a diuretic started for the atrial fibrillation. On post-operative day 7 the patient's recovery was going well. The patient then had been moved to the step-down unit for continued recovery. The atrial fibrillation was reported as resolved approximately 16 days following onset. Normal sinus rhythm was identified. Further information was received in which the physician indicated that the atrial fibrillation was related to the surgery.

Manufacturer narrative:
Conclusion: no images of the implantation procedure or the implanted valves were available for medtronic review and the delivery catheter system (dcs) and valves were not returned to medtronic, so no product analysis could be performed. The reported event indicates that, after the valve was implanted, the tip of the dcs caught on the valve during removal causing it to dislodge. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolutr instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Per the physician, the valve dislodgment was not necessarily because of the dcs being removed. The nose cone interaction was assumed but not confirmed. No images from the procedure were received for review; given the information, the root cause of the dislodgement event could not be confirmed. Vascular injuries such as dissection, are known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities), and/or procedural effects (sheath used, user technique, puncture cut location). It was reported that the snaring of the valve caused the aortic dissection. However, this could not be confirmed by medtronic with the information available so a conclusive root cause of the dissection could not be determined. Two days following valve implant, the valve was explanted and the dissection was repaired. Vascular complications, such as bleeding, are a known potential adverse effect per device IFU and can occur during the implant procedure, with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. Severe intra operative bleeding was reported during the procedure to explant the valve and repair the dissection. With the information available, a conclusive cause of the bleeding could not be determined but the dissection was a likely contributing cause. Conduction disturbances are known potential adverse effects per the device instructions for use (IFU) and could be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. With the information available, a conclusive cause of this conduction disturbance could not be determined. Atrial fibrillation is a generally a result of known potential adverse effects per the device IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. They are potential procedural complications associated with any cardiac or thoracic procedure, open or catheter-based, and can often be treated with medication. With the information available a conclusive root cause could not be determined. An anti-arrhythmic medication was bolused and titrated, and a diuretic started for the atrial fibrillation. The atrial fibrillation was reported as resolved. Paravalvular leak (pvl) could be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. With the limited information available, a conclusive root cause could not be determined. Trace/mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that while hospitalized for the aortic dissection, imaging and unspecified symptoms presented with concerns for pneumonia. Three days following the valve implants a left lung pneumothorax was identified. A chest x-ray identified a small left pleural effusion and a 12 millimeters (mm) left apical pneumothorax. A pigtail chest tube was placed and later discontinued after resolution of the pneumothorax per chest x-ray. A 7-day course of an intravenous antibiotic was completed although cultures remained negative. The physician indicated this event was unrelated to the medtronic products but causal to the valve implant procedure. Approximately 16 days following onset this pneumothorax event was resolved. Additionally, since the valve explant procedure the patient had vision changes. Visualization of a faint honeycomb pattern in both eyes was reported. The patient denied blurry vision, double vision, and floaters. The cause was not reported. The patient¿s next eye exam was in a few months after this incident.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that it was unknown if the chest pressure was related to the pneumothorax or the other health conditions that the patient was experiencing. Ophthalmology evaluation was performed 11 days post-surgery and noted ¿normal¿ vision and that the vision changes had nearly resolved. The patient denied significant vision changes including blurry vision, double vision, new floaters/flashers, or loss of vision. Per the physician, the cause of the vision changes and the relation to the valve implant and/or explant procedures were unknown.

Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Additional information was reported that during the procedure to explant the valves and repair the dissection, the patient had severe intra operative bleeding. Hemoglobin levels were 11.1 grams per deciliter (g/dl). Three units of packed red blood cells (prbcs), two units of fresh-frozen plasma (ffp) and five units of platelets. Four days later hemoglobin levels were 7.3 g/dl. 12 days later hemoglobin levels were 8.5 g/dl. No additional adverse patient effects were reported. H6 - ime and imf medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: conclusion: the device history record was not reviewed as the product event did not indicate a potential manufacturing issue. Additionally, the following technical assessments were not required as the product event did not meet the criteria to initiate; manufacturing assessment, supplier manufacturing assessment, design assessment, medical safety assessment and risk documentation assessment. Dislodgement of the valve by the distal tip of the dcs is related to operator technique or experience; the device instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. No images from the procedure were received for review; given the limited information, the root cause of the dislodgement event cannot be confirmed. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the patient was initially discharged the day following the transcatheter valve implant, rather than discharged on the same date of implant as previously reported. Additionally, the aortic dissection was now reported to have resolved approximately 18 days following the readmission.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that approximately 14 days following the aortic dissection a standard of care echocardiogram noted no acute findings. Resolution of the aortic dissection occurred 17 days following onset.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.